Event description:
While initially it seemed satisfactory a patient developed further pain from about (B)(6) 2011, with subsidence of the femoral component being noted on (B)(6) 2011. He underwent revision of the stem on (B)(6) 2011, to a larger one, at which time loosening of the stem was noted. Patient was revised to a restoration modular catalog number 6276-7-017, lot number caxl314d.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.